Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the site that the patient on (B)(6) 2014 developed left arm pain/and numbness in ac joint. Patient stated it was similar to when he had a tia. It was stated that the patient was admitted and a consult was put for neuro. It was stated by neuro that the "arm pain does not sound like tia, which is atypical feature of cerebrovascular ischemia. It was stated that inr was subtherapeutic on addition, but still unlikely for tia. Clinically with + tinsels sign at wrist and hypoesthesia in ulnar nerve distribution. Possible carpal tunnel/ulnar neuropathy which can be evaluated outpatient." It was stated that patient was not seen as an outpatient for carpal tunnel/ulnar neuropathy. It was stated that the hospital course was extended due to chronic anemia and cellulitis. It was stated that the patient was discharged on (B)(6) 2014 and it was stated that the patients symptoms have resolved. No additional information available